Event description:
Hcp reported patient presented in doctor office in november 2006, complaining of jolting sensations and a burn-like mark at the lead and extension connector site. Some impedance readings were high. The extension and the neurostimulator were replaced. Impedance readings were greater than 3600 using some electrodes but provided good stimulation on other electrode combinations. The hcp did not want to replace the lead at this time. The devices explanted were returned to the manufacturer for analysis. Refer to medwatch report # 2182207-2007-00548.